Event description:
It was reported that during a lap. Splenectomy procedure, the device was fired the first time and the device fired fine. When the scrub tech was reloading the device the metal piece that is around the bottom and sides of the device was very loose. The ecr60w reload was not used. A new reload was used to complete the case with no patient consequence. (B)(6).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.